Event description:
Customer alleges the unit is jerky and he drove off a curb.

Manufacturer narrative:
The event could not be duplicated in an extensive test ride. The device never jerked and did not exhibit any issue that would precipitate drivingoff a curb. The nature of the complaint is unknown.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges the unit is jerky and he drove off a curb.